Event description:
It was reported that the torque mechanism is defective. This event did not occur during a surgical procedure.

Manufacturer narrative:
The result of the evaluation performed suggest that the event was not verified.